Event description:
Event description guidant received information that the patient with this transvenous defibrillation lead received multiple shocks. The patient presented to the hospital for evaluation. During the checkup, the patient experienced a ventricular tachycardia, for which the physician delivered an external shock. This shock successfully converted the rhythm. The patient was transferred to a different hospital, where programmer interrogation demonstrated no sensing and no capture at maximum energy. An invasive procedure was performed, which demonstrated dislodgement of this defibrillation lead. The lead was subsequently explanted, and a new defibrillation lead was implanted without reported complication.